Event description:
Treated at local hosp emergency room for corneal ulcer that developed over a 24 hour period due to the use of renu contact lens solution for my soft contact lenses. The product that I rec'd was provided to me by my eyecare provider on 03/13/06. Event did not abate after use stopped.